Manufacturer narrative:
(B)(4) - device has been received. Evaluation summary: it was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device was available for evaluation. Inspection of the returned device indicated that the posterior cuff was successfully engaged with its needle tip during needle deployment. The anterior cuff was out of the pocket and its rim was bent. This is consistent with the anterior needle being deflected and struck the rim of the anterior cuff instead of engaged with the cuff during needle deployment as intended. Because the suture could not be retrieved, the knot would not form to be advanced to the arterial surface to close the vessel as intended. Therefore, the reported suture break due to difficulty advancing the knot is irrelevant and could not be confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced, are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was successful using proglide devices in the right common femoral artery using the preclose technique prior to a stent graft interventional procedure. The arteriotomy was a 6f. During the interventional procedure the sheath was upsized to an 18f. Reportedly, it was difficult advancing the knot to the artery surface. The suture broke. Three additional proglide devices were used with the same results. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and in the large hole closure technique. No additional information was provided.